Event description:
Pt reports receiving a "faulty one and that put her behind on supplies." Nature of fault not specified. Unknown if it is available for return. Unknown if pt missed a dose or experienced an adverse event. No further information. Reported to cvs/caremark by: patient/caregiver.